Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a check patient line (cpl) alarm, which occurred on the homechoice (hc) during use, during drain 2 of 3. The drain volume (dv) equaled 2ml. The home patient (hp) checked the patient line. The home patient (hp) stated there was a large amount of air in the patient line. The hp stated that he had disconnected from the hc during dwell without pressing stop. The hp had reconnected when the alarm reoccurred. The tsr reviewed proper emergency disconnect procedures. The tsr assisted with end of therapy early procedure. The hp would notify the peritoneal dialysis registered nurse (pdrn) of missed therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he just ended therapy early that day. He did not notice anything wrong with any of the previous supplies. He did not have a sample or a lot number available. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.